Manufacturer narrative:
The pod arrived fully deployed. Over 200 pulses were delivered, including an immediate non-priming bolus. No damages were observed on the needle mechanism, which was reset and redeployed successfully no problems were found regarding the reported needle mechanism complaint. No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose levels rose to 25 mmol/l (450 mg/dl). The pink slide reportedly did not move forward and the pod detached from the infusion site (abdomen). The cannula was noted to appear bent. An insulin injection was administered for treatment.